Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.[laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) nine months ago. The patient had been lost to follow up. Review of stored device memory revealed a charge time out fault message that was recorded six months ago during a ventricular tachycardia (vt) episode resulting in no delivery of tachycardia therapy. No adverse patient effects were reported. Boston scientific technical services (ts) discussed storage mode and the possibility that the device has reached it or is close. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.